Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, frequency and duration not reported) at the earlier stage of treatment. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.